Event description:
Surgical nurse reported that endo guide broke off inside of pt's knee during acl repair. Md attempts to remove w/other instruments unsuccessful. Attempt to remove w/surgical magnet unsuccessful, broke magnet in removal attempt. Finally removed with other instrumentation caused delay in or and add'l anesthesia time for pt. Area which appeared to be welded/glued just came/broke apart.